Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), migraine ("migraines"), menorrhagia ("prolonged menses"), dysmenorrhoea ("severe menstrual pain"), back pain ("severe back pain"), dyspareunia ("pain during intercourse"), vaginal discharge ("irregular vaginal discharge") and procedural pain ("painful post-operative recovery"). The patient was treated with surgery (bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain, genital haemorrhage, migraine, menorrhagia, dysmenorrhoea, back pain, dyspareunia, vaginal discharge and procedural pain outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, migraine, procedural pain and vaginal discharge to be related to essure. The reporter commented: following the surgery, plaintiff suffered a painful post-operative recovery that caused her to miss seven to eight weeks of work. She now has permanent scarring on her abdomen from the removal surgery. Since having the surgery, her symptoms are mostly resolved. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") and genital haemorrhage ("abnormal bleeding") in a 36-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included pain abdominal, asthma and schizoaffective disorder. Pathologic diagnosis, right ovary and fallopian tube, salpingo-oopherectomy- right ovary, with hemorrhagic corpus luteum, right fallopian tube with no pathologic diagnosis. Left ovary and fallopian tube, salpingo-oopherectomy- left ovary, with hemorrhagic follicular cysts,left fallopian tube with no pathologic diagnosis. Concurrent conditions included appendectomy, endometriosis, hysteroscopy, suction curette retained placenta, laparoscopy, pelvic adhesions, abdominal adhesions, liver disorder, ovarian cyst, heavy periods, pain nos, fatigue, weight gain, menses irregular, pelvic pain female, tubal ligation and underweight. Concomitant products included multivitamin and salbutamol (albuterol). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced back pain ("severe back pain"), pelvic pain ("pain") and abdominal pain lower ("lower abdominal pain"). On (B)(6) 2009, 4 months 18 days after insertion of essure, the patient experienced menorrhagia ("prolonged menses / abnormal bleeding(menorrhagia)/heavy bleeding"), vaginal discharge ("irregular vaginal discharge / vaginal discharge"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), dysgeusia ("metal taste"), feeling abnormal ("brain fog") and menstruation irregular ("irregular menses"). In (B)(6) 2010, the patient experienced dysmenorrhoea ("severe menstrual pain / dysmenorrhea (cramping)"). In 2011, the patient experienced endometriosis ("endometriosis") and ovarian cyst ("other injury complication describe: left ovarian cysts"). In (B)(6) 2012, the patient experienced mood swings ("mood swings"). On (B)(6) 2013, the patient experienced migraine ("migraines / migraines") and headache ("headaches"). In 2015, the patient experienced dyspareunia ("pain during intercourse / dyspareunia (painful sexual intercourse)"), weight increased ("weight gain/loss(specify which one)weight gain") and fatigue ("fatigue"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), procedural pain ("painful post-operative recovery"), anxiety ("psychological or psychiatric problems condition: emotional anguish/anxiety"), nausea ("nausea") and scar ("permanent scars"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oopherectomy.) And surgery (thermachoice and endometrial ablation). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain, genital haemorrhage, procedural pain and mood swings outcome was unknown and the migraine, menorrhagia, dysmenorrhoea, back pain, dyspareunia, vaginal discharge, vaginal haemorrhage, vaginal infection, anxiety, headache, nausea, pelvic pain, weight increased, endometriosis, dysgeusia, feeling abnormal, ovarian cyst, menstruation irregular, scar, fatigue and abdominal pain lower had resolved. The reporter considered abdominal pain, abdominal pain lower, anxiety, back pain, dysgeusia, dysmenorrhoea, dyspareunia, endometriosis, fatigue, feeling abnormal, genital haemorrhage, headache, menorrhagia, menstruation irregular, migraine, mood swings, nausea, ovarian cyst, pelvic pain, procedural pain, scar, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: following the surgery, plaintiff suffered a painful post-operative recovery that caused her to miss seven to eight weeks of work. She now has permanent scarring on her abdomen from the removal surgery. Since having the surgery, her symptoms are mostly resolved. The essure device was then placed first in the right ostium. 2 coils were observed. Then into the contralateral tube on the lef t side after the essure device was placed, 4 coils were observed current weight 125 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 18 kg/sqm. Hysterosalpingogram: on (B)(6) 2009: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 6-aug-2018: pfs received. Lab data added. Following event: mood swings. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") and genital haemorrhage ("abnormal bleeding") in a 36-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included pain abdominal. Pathologic diagnosis, right ovary and fallopian tube, salpingo-oopherectomy- right ovary, with hemorrhagic corpus luteum, right fallopian tube with no pathologic diagnosis.left ovary and fallopian tube, salpingo-oopherectomy- left ovary, with hemorrhagic follicular cysts,left fallopian tube with no pathologic diagnosis. Concurrent conditions included appendectomy, endometriosis, hysteroscopy, suction curette retained placenta, laparoscopy, pelvic adhesions, abdominal adhesions, liver disorder, ovarian cyst, heavy periods, pain nos, fatigue, weight gain, menses irregular, pelvic pain female and tubal ligation. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), migraine ("migraines"), menorrhagia ("prolonged menses"), dysmenorrhoea ("severe menstrual pain"), back pain ("severe back pain"), dyspareunia ("pain during intercourse"), vaginal discharge ("irregular vaginal discharge") and procedural pain ("painful post-operative recovery"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oopherectomy.). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain, genital haemorrhage, migraine, menorrhagia, dysmenorrhoea, back pain, dyspareunia, vaginal discharge and procedural pain outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, migraine, procedural pain and vaginal discharge to be related to essure. The reporter commented: following the surgery, plaintiff suffered a painful post-operative recovery that caused her to miss seven to eight weeks of work. She now has permanent scarring on her abdomen from the removal surgery. Since having the surgery, her symptoms are mostly resolved. The essure device was then placed first in the right ostium 2 coils were observed. Then into the contralateral tube on the lef t side after the essure device was placed, 4 coils were observed. Most recent follow-up information incorporated above includes: on (B)(6) 2018: medical records, new reporter information, medically confirmed, patient demographic information, relevant history and concurrent condition were added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") and genital haemorrhage ("abnormal bleeding") in a 36-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included pain abdominal. Pathologic diagnosis, right ovary and fallopian tube, salpingo-oopherectomy- right ovary, with hemorrhagic corpus luteum, right fallopian tube with no pathologic diagnosis. Left ovary and fallopian tube, salpingo-oopherectomy- left ovary, with hemorrhagic follicular cysts,left fallopian tube with no pathologic diagnosis. Concurrent conditions included appendectomy, endometriosis, hysteroscopy, suction curette retained placenta, laparoscopy, pelvic adhesions, abdominal adhesions, liver disorder, ovarian cyst, heavy periods, pain nos, fatigue, weight gain, menses irregular, pelvic pain female and tubal ligation. On (B)(6) 2009, the patient had essure inserted. In april 2009, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), migraine ("migraines / migraines"), dysmenorrhoea ("severe menstrual pain / dysmenorrhea (cramping)"), back pain ("severe back pain") and pelvic pain ("pain"). On ((B)(6) 2009, 4 months 18 days after insertion of essure, the patient experienced menorrhagia ("prolonged menses / abnormal bleeding(menorrhagia)"), vaginal discharge ("irregular vaginal discharge / vaginal discharge"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), dysgeusia ("metal taste"), feeling abnormal ("brain fog") and menstruation irregular ("irregular menses"). In 2015, the patient experienced dyspareunia ("pain during intercourse / dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), procedural pain ("painful post-operative recovery"), anxiety ("psychological or psychiatric problems condition: emotional anguish"), headache ("headaches"), nausea ("nausea"), weight increased ("weight gain"), endometriosis ("endometriosis"), ovarian cyst ("cysts on ovaries"), scar ("permanent scars"), fatigue ("fatigue") and abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oopherectomy.) And surgery (thermachoice and endometrial ablation). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain, genital haemorrhage and procedural pain outcome was unknown and the migraine, menorrhagia, dysmenorrhoea, back pain, dyspareunia, vaginal discharge, vaginal haemorrhage, vaginal infection, anxiety, headache, nausea, pelvic pain, weight increased, endometriosis, dysgeusia, feeling abnormal, ovarian cyst, menstruation irregular, scar, fatigue and abdominal pain lower had resolved. The reporter considered abdominal pain, abdominal pain lower, anxiety, back pain, dysgeusia, dysmenorrhoea, dyspareunia, endometriosis, fatigue, feeling abnormal, genital haemorrhage, headache, menorrhagia, menstruation irregular, migraine, nausea, ovarian cyst, pelvic pain, procedural pain, scar, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: following the surgery, plaintiff suffered a painful post-operative recovery that caused her to miss seven to eight weeks of work. She now has permanent scarring on her abdomen from the removal surgery. Since having the surgery, her symptoms are mostly resolved. The essure device was then placed first in the right ostium.2 coils were observed. Then into the contralateral tube on the lef t side after the essure device was placed, 4 coils were observed most recent follow-up information incorporated above includes: on (B)(6) 2018: events- "abnormal bleeding (vaginal), infection (bladder/ urinary tract/vaginal) type: vaginal, psychological or psychiatric problems condition: emotional anguish, headaches, nausea, pain, weight gain, endometriosis, metal taste, brain fog, cysts on ovaries, irregular menses, permanent scars, fatigue, lower abdominal pain" added from pfs. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.